Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, an constant downstream occlusion alarm did not occur. A review of the event history log revealed multiple downstream occlusion alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The evaluator found the pump to function as intended during testing. Downstream occlusion alarms occurred at appropriate times. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.